Event description:
An Impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in heart failure/cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) E shock, and on multiple inotropes and vasopressors, prior to initiation of support. The Impella was inserted as an escalation of therapy from an Impella CP.After three days of support on the Impella 5.5, while the patient was in the intensive care unit (ICU), the patient was diagnosed with a subarachnoid hemorrhage by computed tomography (CT) scan. Team planned to have a family discussion around goals of care.After eleven days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-5 at 4.4L/min as intended with D5W Sodium Bicarbonate in the purge solution. Hemorrhagic strokes may be attributed to anticoagulation therapy, underlying coagulopathy conditions, and/or the use of a mechanical circulatory device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.